Event description:
Voluntary medwatch received states that the low voltage lead exhibited out of range impedance. No intervention or adverse patient effects were reported.

Manufacturer narrative:
Correction-section b5 and h6: the low voltage lead exhibited low pacing impedance instead of out-of-range impedance.

Event description:
Voluntary medwatch received states that the low voltage lead exhibited low pacing impedance. No intervention or adverse patient effects were reported.